Event description:
During the surgery, the instrument seized. There was no pt injury. Additional information provided by the dealer on (B)(6) 2009, from the user, indicates that the device seized 10-15 minutes into the procedure while inside the pt. They further reported that no metal piece was found in the pt, which was confirmed by an x-ray. The pt was informed.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corp is filing on behalf of the initial distributor (B)(4). Correspondence should be sent to: integra lifesciences corp (B)(4). Attention: corporate complaints coordinator.